Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that after impella weaning and explant, balloon tamponade was utilized after the perclose failed. It was stated that the perclose failed due to calcification of the patient's vessel. The procedural outcome was the patient survived.